Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please see medwatch report 2032227-2014-27193.

Event description:
It was reported that the customer had gone to the emergency room due to high blood glucose of 914 mg/dl. The customer was thirsty and their legs were cramping. The customer stated that, the week prior to the emergency room visit, their blood glucose had been elevated and the cannula of the infusion set was kinked, but the insulin pump had not alarmed. The customer was wearing the insulin pump at the time of the emergency room visit.